Manufacturer narrative:
Model and serial numbers provided are for toothbrush handle. The incident occurred on the brush head which is an accessory. The serial number of the brush head was not provided. Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer called stating that one set of bristles came out in their mouth when using the hx6530 easyclean toothbrush.

Manufacturer narrative:
This submission is a duplicate to MDR 3026630-2017-00391 (B)(4) submitted on 12/22/2017. Please cancel.